Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. However, the reported event was likely caused by the following: the distal cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent to the cover, which caused the cover to easily fall off the device. The distal cover was insufficiently attached to the subject device, which caused the cover to easily fall off the device. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 - detection method. Operation manual: chapter 3 ¿ preventative measures . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number (B)(4). The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company represented reported, on behalf of the customer, that while using the evis exera iii duodenovideoscope the single use distal cover fell inside the patient's mouth. The physician had to use a scope to get the cover out because it was too deep in the patients mouth to retrieve. With the scope, the physician was able to retrieve the cover without further problems. There was no death, injury, or infection related to the incident. Despite multiple attempts for additional information, none was provided. This event requires two reports. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope (this report).